Manufacturer narrative:
This report is submitted on january 11, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 16 february 2021.